Event description:
Reporter alleged obtaining a discrepant blood glucose results of 361 mg/dl back to back with a result of 150 mg/dl when testing was performed less than 10 mins apart on the advantage system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.